Event description:
The iab leaked post op. The iab was removed and a second iab was inserted. On 4/30/98, datascope was notified that the iab was discarded and would not be returned for eval. [Event complications]: unk-reported 4/24/98. [Pt's current status]: unk-rpt'd 4/24/98.

Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp. (This follow-up MDR was mailed to the FDA on 5/12/98).